Event description:
It was reported via a clinical report form from the (B)(6) study that during an orbital atherectomy (oa) treatment procedure, a slow flow event occurred post-atherectomy. The lesion being treated was located in the sfa, was 80% stenotic, moderately calcified, and 120mm in length with two patent run-off vessels prior to therapy. The sfa lesion was treated with a 2.0mm solid crown oad which was spun at low speed for a runs (25sec each), at medium speed for three runs (30sec, 25sec, 25sec), and at high speed for one run (30sec) for a total run time of 3min, 31sec. The residual stenosis was 50%. Follow-up angioplasty details are unk. A planned bare metal stent was placed. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of (B)(6) clinical studies identified events that should have previously been reported to FDA. This is report # 10 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).